Event description:
During a proctoring session in 2004, a 38mm asd device was selected to close a 4cm secundum atrial septal defect, anticipating that surgical closure may be required. The tee and fluoro-guided deployment appeared to be successful. However, immediately following extubation, the device embolized and the pt was sent to the o.r for surgical retrieval of the device and patch repair of the defect. The pt was reported to be recovering uneventfully.